Event description:
It was reported that the patient underwent a lead replacement procedure. The lead replacement was completed smoothly. When the lead was directly connected to the existing implantable neurostimulator (ins), the impedances on electrodes 4, 5, 6, 7, and 15 exceeded 20,000 ohms. The connection was checked and cleaned ¿5 or 6 times¿ but the impedances remained high. When impedances were measured on the lead alone, all values were around 1,000 ohms, which was within normal limits. The lead was again connected to the ins and the impedances on electrodes 5, 6, 7, and 15 were greater than 20,000 ohms. The connections were checked again but impedances remained the same. A new ins was opened and the lead was connected to it. The impedances of all electrodes except 8 were greater than 20,000 ohms. The connection was again checked 5 or 6 times but did not change. Impedances were again measure on the electrode alone and found to be normal. The lead was again connected to the original ins and the impedances were then checked 3 or 4 times and were normal. The original ins was therefore implanted in the patient. It was unknown why the impedances remained high after trying a new ins and why the impedances became worse with the new device. It was also noted the impedances were not stable although the connection to the existing ins was checked repeatedly before the impedance values stabilized. It was also noted that the was no health hazard to the patient. Additional information indicated the cause of the issue was not determined and no interventions were planned. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. It was noted that the ins was functionally okay and there were insignificant anomalies. The ins was functional when received for analysis. The ins was tested with a known good model 39565 lead in saline solution to check the impedance measurement function. Normal impedances were observed on every electrode pair. No issues were found with the impedance measurements. An attempt was made to recharge the ins, however, the recharger would always stop after a few minutes and the battery would not get recharged. During functional testing on the ngt test console the device would fail because it went into the ¿lock¿ mode. Interrogating the ins with an 8840 programmer after the test showed the ¿battery is discharged¿ message; however, the battery voltage was still above the ¿lock¿ mode level. Destructive analysis was performed and it was found that the ins battery voltage would drop significantly when high parameters were used. The hybrid reference voltages were correct and the recharge antenna was good. A known good battery was substituted into the ins and the ins then passed functional testing on the ngt test console and the battery could be recharged normally. The ins battery was sent for analysis. It was found that the battery had high impedance (ac impedance of 68 ohms at 1khz). There was significant positive coating delamination, melting and shrinkage of the separator at the top and bottom of the coil, consistent with damage caused by exposure to high temperature. Follow-up with the sales rep found that the ins had been autoclaved as part of their cleaning procedure prior to returning it for analysis. The ins was functionally okay with a good battery and the battery damage occurred after the revision procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.